Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the keypad buttons were unresponsive and there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/09/2013 with the following results: pump passed initial leak test. Removed pump cover to inspect for moisture and moisture corrosion was visible in the pump compartment. Keypad button cover is intact to the base with no evidence of peeling. All keypad buttons are responsive. Removed keypad cover to check the condition of no evidence of contamination was found under any key contacts.